Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturing reference number: 2017865-2023-02801, related manufacturing reference number: 2017865-2023-02803, related manufacturing reference number: 2017865-2023-02804. It was reported that the patient presented with an infection and vegetation on the leads. The implantable cardioverter defibrillator, right ventricular, right atrial, and left ventricular leads were explanted and replaced with a temporary single chamber pacemaker system. The patient was treated with antibiotics. The patient was in stable condition.